Manufacturer narrative:
The reported complaint was not verifiable, as no product is being returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00518.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the temperature never works on the blood parameter monitor (bpm). The device was not changed out. Per the perfusionist (ccp), the bpm shunt sensor temperature is not used for patient management. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 19-jul-2016: manufacturer clinical services spoke with the ccp in regards to her comments made in regards to a blood parameter monitor (bpm) survey she completed on 7-jul-2016. The ccp stated the bpm unit's temperature measurement never works. This observation is not related to a specific monitor or lot of shunt sensors. It is a general observations she has experienced with many of the devices at (B)(6). The ccp stated she has used the bpm unit for at least ten years and over the last couple of years, she has noticed a wider temperature difference between the bpm measured temperature (in the arterial shunt) and the arterial blood outlet temperature of the oxygenator. Previously, the difference between the two sites would be about two degrees celsius, but ccp has observed over the last two years, the difference is now about three to four degrees different. The ccp stated she clearly understands why the shunt sensor temperature is different than the oxygenator outlet, but the difference has changed over the last couple of years. The ccp stated, the bpm unit shunt sensor temperature is not used for patient management. All cases were completed successfully, without delay and without associated blood loss. No patient harm has been observed due to the difference in temperature.